Event description:
Information received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician found two broken wires on the nurse communication cable. He replaced the cable to repair the bed.